Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The pt has a scs system which includes two leads from the same lot. It was reported the pt suffered a fall and fractured her lead, however; she is receiving effective stimulation to both legs with her one lead. The pt is also experiencing bilateral radiculopathy in both arms and headaches. A cervical trial may be pending to address this issue. Follow up info identified lead diagnostics revealed multiple invalid contacts. Surgical intervention may be pending to address these issues.